Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she and her son have difficulty reading the screen on his insulin pump due to a scratch on the lcd display window. The patient's blood glucose was in the high 200 mg/dl recently, and yesterday he was at 270 mg/dl. The morning of the call the patient's blood glucose was 210 mg/dl. No troubleshooting could occur since the customer was currently at work. No products were shipped or returned.